Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the introducer sheath, prior to being used in the pt.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. Based upon the returned sample condition, the complaint investigation is confirmed for a dislodged/dislocated stent on the balloon. Based upon the available info, the definitive root cause for this complaint is unk.